Event description:
It was further reported that the patient underwent an initial knee procedure. Approximately 8 months post-op, the patient is being considered for a revision surgery as the patient had a severe, painful skin reaction due to a nickel allergy. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42504607002 - femur cemented standard right size 11 - 65517337; unknown - unknown tibial component - unknown; unknown - unknown poly - unknown. H6 : mechanical (g04) - stem. The event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Material analysis performed. Indicates nickel is found in the patient's implants. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.